Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The patient's blood glucose levels reached 690 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include dizziness a headache and difficulty breathing. The patient reports they have been waiting for a replacement personal diabetes manager (pdm) reported on a previous complaint. Once at the hospital the patient had bloodwork and a urine test administered. The patient was treated with intravenous fluids as well as manual injections of insulin. The patient was discharged from the hospital after 5 hours.